Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was blocked, which made it difficult to deflate the balloon and remove the probe. The difficulty allegedly caused the patient to experience significant pain, and no urine flow. It was later reported that the patient was allegedly mentally impaired which contributed to the patient pulling on the probe. The nurse stated that the probe was badly positioned and attempted to deflate the balloon and remove the device; however was unsuccessful in the attempt. Subsequently, the patient proceeded to remove the device with the balloon still inflated. No further information has been submitted to support whether this incident has caused urine retention.

Manufacturer narrative:
Received only 1 used foley catheter cut into 2 pieces. Per visual inspection, the sample was evaluated and no pinch or blockage was observed. During functional testing, water was inserted into the inflation lumen of the shaft using a needle syringe, and the balloon inflated and deflated without difficulty. The deflation time of the used sample was unable to be determined due to poor sample condition. It was also unable to be determine what elements existed during the placement and the use of the catheter. Per the dimensional evaluation, the following results were found: (B)(6). There was no indication that the product was out of specification, and the product was manufactured per the manufacturing procedure. No conditions found on the sample that could be associated with the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "for urological use only" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was blocked, which made it difficult to deflate the balloon and remove the probe. The difficulty allegedly caused the patient to experience significant pain, and no urine flow. It was later reported that the patient was allegedly mentally impaired which contributed to the patient pulling on the probe. The nurse stated that the probe was badly positioned and attempted to deflate the balloon and remove the device; however, was unsuccessful in the attempt. Subsequently, the patient proceeded to remove the device with the balloon still inflated. No further information has been submitted to support whether this incident has caused urine retention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was blocked, which made it difficult to deflate the balloon and remove the probe. The difficulty allegedly caused the patient to experience significant pain, and no urine flow. It was later reported that the patient was allegedly mentally impaired which contributed to the patient pulling on the probe. The nurse stated that the probe was badly positioned and attempted to deflate the balloon and remove the device; however, was unsuccessful in the attempt. Subsequently, the patient proceeded to remove the device with the balloon still inflated. No further information has been submitted to support whether this incident has caused urine retention.